Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when an asymptomatic patient presented remote via merlin.net transmission, non-sustained rv oversensing (nsrvo) due to post paced t wave oversensing was observed on the ventricular channel. The patient didn¿t receive therapy during oversensing. The recommended programming changes were made. The patient was stable.